Manufacturer narrative:
Date of event: used the first date of the month of the aware date as no event date was provided. Device is a combination product.

Event description:
It was reported stent dislodgment occurred. The target lesion was located in the right coronary artery. A 2.25 x 24 synergy drug-eluting stent was advanced for treatment; however, the stent got dislodged. The device was removed and the procedure was completed with another of the same device. No patient complications nor injuries were reported.